Event description:
Two implants brought from physician's office to be implanted in patient; the circulating nurse showed the implants to doctor that the implants were expired, and he said it did not matter and to open them up and use them.